Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information or the device, a through medical investigation cannot be rendered, nor can a root cause of the reported hyperextension be determined. Based on the limited information provided, the patient underwent a revision. Per the complaint, the surgeon exchanged the gii ps hi flex isrt sz 3-4 11 for a thicker poly the gii ps hi flex isrt sz 3-4 18. The impact to the patient beyond that which has already be reported is unknown. Should any additional medical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used, abnormal motion over time, traumatic injury or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a rtka surgery had been performed 10 -12 years ago, the patient experienced hyperextension issue. The patient had a revision surgery to exchange the gii ps hi flex isrt sz 3-4 11 for gii ps hi flex isrt sz 3-4 18. The condition of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.